Event description:
Healthcare professional reported left side "capsular contracture, baker grade iii." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade iii." Device remains implanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: creases are observed. White particles were observed on the shell. No further actions are required as the device was implanted.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, e.1, h.6.